Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for urinary dysfunction/sacral never stim. And gastrointestinal/pelvic floor reported the trial went well, but since implant the permanent implantable neurostimulator (ins) wasn¿t helping their symptoms. According to the consumer since implant it seemed like they had intermittent therapy where they would adjust it and it would work for 5-7 days, but then they would start having accidents again, so their healthcare provider (hcp) said to give it a longer time to work on the nerve. No further complications were reported.